Event description:
Surgeon reported in his letter that he was conducting a surgery procedure. During the procedure, the snap fit of the elastosil handle disassembled. Another one was used to complete the surgery.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.